Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that high impedances on contact 16 was noted after the patient had a non device related fall. The patient was experiencing sharp pain when the stimulator was turned on. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.